Manufacturer narrative:
Follow-up #1 date of submission 01/14/2016. Product analysis: the device was returned and evaluated by product analysis on 01/04/2016 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed. A display lens leak was observed. No moisture was observed on the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.